Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while cleaning the external pulse generator (epg), it was told to the biomedical engineer that the epg displayed a self-test error message. The biomedical engineer tested the epg "several times" and the error did not appear. Technical services informed the biomedical engineer how to force the self test error and how to clear the error. The epg was tested with a device without any issues. The epg will remain in service. There was no patient involvement.